Event description:
It was reported to the manufacturer that the vns patient experienced permanent vocal cord paresis a few days following implantation surgery. The patient was examined by an ent physician who confirmed the vocal cords paresis. The patient's device has been programmed off at this time. Good faith attempts to obtain additional information regarding the reported event are underway.